Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump showed error code 41622. There was unknown patient involvement.

Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The event issue was found in the event history log (ehl), but not able to be confirmed during the investigation. The probable cause of the reported problem was misaligned hub and flat gears. The dso seal was found opened at air detector side area and the ac connector of the main board was damaged. Replaced main board, lcd display, dso sensor, lcd lens, latch/lock, flex sensor. After repair, all functional tests of the pump passed.